Event description:
Hcp reported via registration form dated 2004 ipg, leads and extension removed due to infection. Manufacturer representative not present at removal, removal date unk. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.